Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode, which permanently limits device function. It was also noted that the patient experienced pocket stimulation and the device exhibited premature battery depletion (pbd). Subsequently, this device was explanted and replaced. This product is not expected to be returned. No additional adverse patient effects were reported.